Manufacturer narrative:
The field service representative replaced the diluent probe and sample probe, cleaned the vacuum and ise nozzle, and made adjustments to the center probe. The bowl and nozzles were cleaned and the channels primed. Calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received analyzer alarms and questionable ise indirect gen.2 results for 15 patient samples from the cobas 8000 cobas ise module. Refer to the attachment to the medwatch for all patient data. The questionable results were not reported outside of the laboratory. The ise electrode lot number and expiration date were requested but were not provided.